Event description:
The customer alleged that the device failed to switch from the external to the internal battery, shut down and failed to alarm while in use on a patient. The patient's family member restored power by plugging the device into an ac source. There was no harm, injury or change in therapy to the patient.